Manufacturer narrative:
During a follow-up with the physician two weeks later, it was reported that the swelling and tenderness has greatly improved. The radiesse lot number had not been identified; therefore, the device history records could not be reviewed. If any additional info becomes available, regarding the radiesse device lot used, an amendment will be sent to the FDA.

Event description:
A pt had been injected with radiesse dermal filler, above the upper lip and into the corners of the mouth. The pt developed pain lateral to the frenulum, swelling and redness; there was no warmth. The pt has also experienced pressure above the lip area. The pt was prescribed cipro antibiotic.